Event description:
Correction to information provided in the initial report: it was reported that the video system center exhibited intermittent image. Possible malfunction in serial digital interface (sdi) outputs was reported. The issue occurred before the procedure, at the beginning of a diagnostic video bronchoscopy. The intended procedure was completed using a similar device without a delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct information provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: b5, d5, e1, e2 and e3 (should have left blank), g2, g3 and h6 (health effect - impact code). Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 22feb2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image was interrupted" was caused by a printed circuit board failure. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the video system center exhibited intermittent image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found a failure on the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.